Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far p wave oversensing which led inappropriate mode switching. It was further noted that atrial undersensing was occurring due to blanking because the far p-wave was being detected before the p-waves. The device was reprogrammed. There were no patient symptoms due to the event.